Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed and the pink slide insert was not visible in the viewing window. The device was downloaded and there were no alarms. The device completed first prime but not second prime. No damages or defects were observed on the bottom housing or e-seal that would prevent the needle mechanism from deploying as intended. When the ratchet gear was rotated manually, the needle mechanism deployed as intended.